Event description:
On 21/may/2024, this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler reported to fresenius customer service she experienced peritonitis. There was no specific allegation this adverse event was related to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2024 following abdominal pain and fever. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital presented with enterococcus faecalis in the culture and an elevated wbc count (exact number not reported). The patient was diagnosed with peritonitis due to a break in asepsis during ccpd therapy on the liberty select cycler at home. The patient was prescribed intraperitoneal (ip) vancomycin at 2000 mg every 5 days and ip ceftazidime at 1000 mg daily to address the infection. The ip ceftazidime was discontinued upon culture results. The patient was able to undergo continuous ambulatory pd (capd) therapy utilizing manual exchanges during this admission as capd was the preference for renal replacement therapy in the admitting facility. The patient had an uneventful hospital course and was discharged home on (B)(6) 2024. It was confirmed the patient¿s peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home following this event.